Manufacturer narrative:
Findings: unit alarmed a64 during self test due to faulty y1 at rf board. Unit received with cracked case at display window corners. Unit received with minor scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed failed self test. It was also reported that the insulin pump alarmed no delivery. Customer's blood glucose levels were not included in the report. Nothing further was reported.